Manufacturer narrative:
Corrected information provided in h.11. Correction: FDA product code a0414 was removed. Additional information was provided in h.3.,h.6 and h.11. The account indicated the use of qualified associated products. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The account indicated the lens was in the cartridge for less than 10 minutes, and was not advanced until ready to insert. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The account also indicated they were not sure how much viscoelastic was used in the device. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Due diligence has been performed in an attempt to obtain further information on this event. The account indicated the product was not available to evaluate. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens that was implanted has a little periphery glare. It does not seem as it impacted anything. The procedure was completed on the same day. There was a patient contact, however no harm to the patient. Additional information was received and stated, small tear in the lens at intersection of trailing haptic and lens face also in the case prior in the same area the lens was not torn but has bent/frazzled edge. The lens left implanted, there was no patient harm. In the surgeon's prognosis, the area of the small tear was not in the visual axis and did not affect positioning so surgeon do not expect any impact on this in patients vision. A more extensive tear of course could be a problem so want to prevent that in the future.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).